Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no capture, low sensing thresholds and >2500 ohms impedance on the atrial channel. A suspected malfunctioning atrial setscrew was noted.